Event description:
It was reported that a closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an anterior cuff miss occurred. A second proglide device was used with the same results. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date (reported as incident occurred last week). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the plunger, link, needles and cuffs were not returned, the reported cuff miss could not be confirmed. Analysis of the returned device indicated that the knot was formed and only partially advanced. But the suture loop was cut, suggesting there was difficulty advancing the knot to the arterial surface to close the access site. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.